Event description:
It was initially reported by hospital that pt had their generator and portion of the lead removed due to a lead fracture. The lead fracture was visualized on an x-ray (not made available to the manufacturer). Pt was experiencing burning sensation in chest and neck prior to generator and lead explant. The burning sensation resolved once the vns was turned off. The lead and generator have been returned to the manufacturer. Product analysis has been planned but has not occurred. Good faith attempts to gain more info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure suspected.